Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and boston scientific obtryx were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that post implantation, the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia and vaginal scarring, it was also reported that the patient underwent mesh trimming on (B)(6) 2007 due to extrusion and explant surgery due to erosion in 2008. No details or additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and stress urinary incontinence. It was reported that the patient underwent additional procedures of obtryx transobturator mid urethral sling system on (B)(6) 2007. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 for wound disruption/ revision of vaginal wound.